Event description:
It was reported that the nurse had a baby on the arctic sun device currently cooled to 33.5c and at target temperature. The device showed normothermia at the top of the screen. Nurse was wondering if this should state hypothermia or was this because the patient was at target temperature. The patient had been on the device for almost 6 hours. Mis confirmed with nurse the baby was placed on the device 6 hours ago and set to cool to 33.5c and should have a remaining 66 hours left of cooling. Nurse also stated that the duration clock was counting up not down. Mis informed nurse therapy was most likely started in the normothermia setting. Mis instructed nurse to stop therapy and select hypothermia for a new patient. Also instructed nurse to adjust the duration from 72 hours to the appropriate amount of time they have left for cooling. As per follow up information received via phone on 04jan2023, nurse stated that the baby was able to complete therapy with no impact. Nurse did not have the serial number of the device. The device was labeled arctic sun neonatal intensive care unit (nicu 1). Also stated that they determined the device was set up incorrectly, so the issue was user error.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse had a baby on the arctic sun device currently cooled to 33.5c and at target temperature. The device showed normothermia at the top of the screen. Nurse was wondering if this should state hypothermia or was this because the patient was at target temperature. The patient had been on the device for almost 6 hours. Mis confirmed with nurse the baby was placed on the device 6 hours ago and set to cool to 33.5c and should have a remaining 66 hours left of cooling. Nurse also stated that the duration clock was counting up not down. Mis informed nurse therapy was most likely started in the normothermia setting. Mis instructed nurse to stop therapy and select hypothermia for a new patient. Also instructed nurse to adjust the duration from 72 hours to the appropriate amount of time they have left for cooling.